Event description:
It was reported that while using the unspecified bd cathena IV catheter, blood had sprayed out of the end of the catheter. This is 2 of 2 related events. The following information was provided by the initial reporter: on (B)(6) 2023 a nurse started an IV on a patient with the new cathena IV catheters, after successfully inserting it and removing the needle portion from the catheter end, blood had sprayed out of the end of the catheter and up her arm. I talked with xxx, acute manager, and the same thing happened to her and another nurse on the unit.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
No photos of the sample or samples were received by our quality team for evaluation therefore the failure mode could not be verified. The photos provided only show the unit packaging of the sample. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.